Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation showed that the tip of drill bit is broken off. Unfortunately we did not receive the other bit therefore we are not able to determine the exact cause which has lead to this breakage. The cross section surfaces of the returned part shows no irregularities. The lcp drill bit was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. No product fault could be detected.

Event description:
A hospital in (B)(6) reports that a drill bit broke during surgery. There was not any impact on the procedure and the operation was finished successfully. Reportedly the broken part has been thrown away. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.